Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g4, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in light guide cover lens (large) and burned c-cover. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction scope communication error b30 and e226 could not be determined. Additionally, the most probable cause of the burned c-cover was traced to component failure. However, the most probable cause of foreign material in light guide cover lens (large) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 and e226 scope communication error message. The issue occurred during reprocessing. There was no patient involvement.